Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total number of procedures / patients? As this report mentions surgeon stating "he had the same incident in other cases using w9390 of the same lot number" the number of the unreported cases is two. He doesn¿t remember the exact dates that happened. The animals of the other incidents are now safe. Any unused sample available to be returned for evaluation? We are looking for unused sample- we will notify you upon receiving it.

Event description:
It was reported that a cat underwent a surgical procedure on an unknown date and suture was used. Post-operatively, the suture was melted two days after the procedure and the point of anastomosis was broken.